Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the steerable guide catheter (sgc) was returned and investigated. The reported cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the sgc cable break and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The steerable guide catheter was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that during preparation, the sgc plus cable broke. The sgc was not used and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.